Event description:
The anchor was tapped in and the surgeon was sliding his first knot down when suture snapped at the eyelet. Repair was completed using a competitor's device. It is confirmed that the anchor was left in the pt after the suture snapped.